Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited ventricular under-sensing. Further information was requested but not yet received.

Event description:
New information received indicates that under sensing on the implantable cardioverter defibrillator (ICD) was due to very fine ventricular fibrillation (vf), and inappropriately programmed treatment zones were also noted on the ICD. Programming changes were performed, and the patient¿s condition was unknown.